Event description:
It was reported that the patient underwent vns repositioning surgery due to migration and protrusion of the vns generator. It was stated that the generator was visible through the skin and the patient was unable with its placement. It was reported that there were no issues with the vns functionality or efficacy. No additional relevant information has been received to date.